Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller showed no device found. The caller reported that they had a crash on (B)(6) 2018. The patient experienced soreness at the ins site and could not connect with the controller or tablet. The pocket site looked fine, however the lead could be felt on top of the implant. The patient kept getting looking for device and no device found screens. The controller had been reset and the caller tried to recharge again. They were able to get the device into passive recharge for a couple sessions before they got a good recharge status. The manufacturing representative was going to try and have the patient recharger and check impedances/therapy. The controller had been dropped in the car accident. It was further reported that the patient's original recharger had a good rate of recharge, but the battery status was poor for 30-40 minutes. The new battery allowed charging more efficiently. The rep also mentioned the controller had trouble connecting to the implant, but the rep's controller connected just fine. The rep moved the patient's controller closer to the body without covering it, but it didn't allow a better connection. Impedances and therapy were checked and everything was normal. The controller wasn't working and may have been damaged in the car accident. No further complications were reported or anticipated. Additional information was received from a consumer via a manufacturing representative (rep) and it was reported that the rep met with the patient to check their therapy. Initially the rep said that the patient got a weird sensation while walking, a shocking sensation in the back (pocket site), and shocking going down the leg with stimulation off. Later in the call, the patient was walking with stimulation off and the shocking sensation was not there. The patient mentioned that if they walked for a long time, under normal circumstances, they would feel a shocking sensation like they felt. The ins seemed to move around in the pocket site and it didn't seem normal. They had to increase the settings more to feel stimulation. They used to have stimulation from 3-4 ma, not it took 6.5-6.9 ma. The location of stimulation changed after the car accident. The rep would reprogram to help the patient get better coverage. They currently usedgroup a 9+10-,650 pw 60 hz 5.7 ma1+2+3-4-, 450 pw 60 hz 5.0 ma. An impedance check didn't show anything abnormal, but electrode 8 was higher at 3730 ohms (0 reference, 1 830, 2 880, 3 920, 4 870,5 850, 6 850,7 910, 8 3730, 9 890, 10 860, 11 950, 12 1050, 13 1110, 14 1050, 15 1120 ohms). No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient's back was swollen, hot, and they've had a fever and persistent headaches. The patient did not give a specific answer to where the heat was occurring, but stated it wasn't while recharging. The patient didn't report if the heat was occurring with the ins on or off. The rep mentioned the patient was in a car accident. The patient has an appointment scheduled on (B)(6) 2019. The rep said that the issues began within a week of the report, and thought the headaches may have been going on longer. No further complications were reported.